Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was at offsite inpatient rehabilitation facility when the patient was found to be somnolent. A head CT without contrast demonstrated acute hemorrhagic stroke with midline shift. CT showed right sided subdural hemorrhage predominantly over the superior frontal parietal lobes that continue to evolve with stable mass effect/shift. Slight prominence of the left lateral ventricle was unchanged. Inr was 3.9. The patient was intubated and transported to site hospital. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding, stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event. The patient remains ongoing on lvas support and no further related issues have been reported at this time.